Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was removed during the same procedure. Section d-6b date explanted: not applicable as the iol was removed during the same procedure, therefore not explanted. Section d-10: concomitant medical products: 376us1g00 ctr sn: (B)(6) , emerald cartridge lot # ck28555. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 sutures and vitrectomy. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during the surgery, there was so much zonular loss in the patient¿s ocular sinister (left eye), the capsular tension ring did not hold. Both the capsular tension ring (ctr) and the intraocular lens (iol) had to be removed; a replacement iol was not implanted. A vitrectomy was performed and 10-0 suture was placed, however, there was no patient injury. It was not confirmed if zonular loss was due to a patient anatomy issue or if it was due to a product quality issue. Patient will return at later date for iol placement when surgeon deems necessary and when the patient has healed from suture placement. Patient outcome post-procedure was reported as good. The removed iol is not available for return as it was discarded. No further information is available.